Event description:
Customer reports receiving results of 377mg/dl and 154mg/dl within 5 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.